Event description:
It was reported that a dexcom app crash occurred occasionally between 2025-10-18 and 2025-10-20. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).